Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had frozen screen intermittently. A technical support specialist (tss) connected to the station and confirmed it was initially operational. Station logs were reviewed, with no errors indicating a need for restart, and power settings were verified to be correct. The device was rebooted but became stuck on the carefusion blue screen. A startup reset was performed, followed by another reboot, after which the device successfully reached the logon screen. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station became progressively sluggish throughout the day and eventually became completely unresponsive, appearing frozen and not responding to user input. However, there were no delay in patient care and no adverse events or injuries reported based on this event.